Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by utilizing a venous retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the forearm. After crossing the guidewire, a 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, upon initial inflation the balloon ruptured. Another of same device was used, and dilatation was performed slowly. The flow recovered, and the procedure was completed. There were no patient complications reported.